Manufacturer narrative:
Conclusion: device investigations of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely an extrusion and local infection. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.

Event description:
The device was received at hq for investigation. The explantation report states that there was an extrusion and local infection.

Event description:
The device was received at hq for investigation. The explantation report states that there was an extrusion and local infection.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.